Event description:
It was reported that during an in-clinic check, low shock impedance was noted on the right ventricular (rv) lead. Lead insulation damage was suspected. No intervention performed at this time. There were no adverse health consequences to the patient.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information indicates that the right ventricular lead was explanted. It was also noted that the patient developed an infection unrelated to the product/procedure. The patient's condition is unknown.